Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 8 months after the implantation the impedance measured on the rv lead was out of range (> 2500 ohms). It was reported that the patient felt faint. The lead and the pacemaker were replaced.

Manufacturer narrative:
The pacemaker and the lead were returned for an analysis. Within the pacemaker analysis, the device was interrogated and the memory content was analyzed. A ventricular lead failure was documented on (B)(6) 2018, confirming the clinical observation. The header of the device was analyzed. The set screws could be easily screwed in and out, and there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. The spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In addition, the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. Within the lead analysis, a deformation of the lead body was found 19 cm distal to the is-1 connector pin, most likely resulting from a tight suture. No further deviations were noted during the inspection of lead. The electrical analysis was properly feasible without any peculiarities. In conclusion, the devices are fully functional. The analysis did not show any deviations from the technical specifications which might have contributed to the reported increased impedance. The analysis did not reveal any sign of a material or manufacturing problem.